Event description:
Reference MFR report: 3006705815-2019-01511.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR report: 3006705815-2019-01511. It was reported that during a permanent implant on 5 apr 2019, patient experienced cerebrospinal fluid leakage. As a result, the procedure was aborted.